Event description:
It was reported that when an asymptomatic patient presented in clinic, premature battery depletion was observed. The device was explanted and replaced. Patient is stable post procedure.